Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the delayed keypad response, which was confirmed and reproduced by evaluation while trying to program an infusion. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
It was reported that a spectrum pump had a delayed keypad response. It was also reported there was no patient injury.